Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed. Estimated blood loss was 10cc's. Pt did not require any medical intervention after the incident. Sample has not been returned to the MFR.